Event description:
After treatment with juvederm ultra under both eyes, the pt presented with edema, erythema and a rash at treatment sites. The physician described the skin as appearing to have a "juicy" nature. The physician used injectable lidocaine before the treatment. The physician prescribed oral prednisone, omnicef, and lunesta. Allergan will continue to f/u with the physician in an attempt to acquire the lot #, which the physician has not yet provided.